Event description:
It was reported that the 2800 system had no image and the monitors went blank during a case. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The f1 fuse and ps2 power supply were replaced and the voltage adjusted during the service call. The system was tested and found to be working as intended, and put back into service.